Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v496051, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient experienced a ¿fading¿ sensation. It was stated the patient felt the ¿strong pulse¿ when they first increased stimulation, then the feeling of stimulation faded out and they could not tell if the therapy was on. This had been going on for ¿close to a year.¿ in addition, for the last year the patient had been having a lot of urinary frequency at night and was going every half hour to an hour during the day. It was noted the patient was up 15 times some nights. The patient had stayed on one program for a ¿really long time.¿ it was noted the patient had been calling the healthcare provider (hcp) and the hcp had been changing programs. In regards to the fading stimulation, the hcp reportedly indicated that the implantable neurostimulator (ins) battery was ¿failing.¿ the hcp told the patient the ins battery usually lasted up to 5 years. Initially during the call, the patient was not able to connect the programmer to the ins, but was able to connect successfully after syncing again. Additional information has been requested, a follow up report will be sent if additional information is received.